Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description broken line loading guide on short set detailed inquiry description called to patient room by michelle for air bubble alarm with arsenic infusion. Rn stated that pump alarmed "almost immediately" after start. She removed and reloaded tubing several times prior to my arrival in room. Upon switching pumps, noticed that line loading guide broken. Rn did not recall noticing that or when it happened. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.